Manufacturer narrative:
Device 2 of 3. E1: patient city: (B)(6). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on 10-may-2024, the patient reported that the tape was not sticking with 3 infusions set falling after 1 to 2 days. No further information available